Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege patient continues to suffer with pain in her back and legs, difficulty walking, swelling, and a pulling sensation in her right hip area. Doi: (B)(6) 2006 - dor: none reported (right side). Patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2105328. A search of the complaint database finds additional reported incidents against lot code 2092284 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4)

Event description:
Update may 31, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges patient experienced cracking in hip, limitation on daily activities, leg length discrepancy and uneven gait. After review of medical records for MDR reportability it was reported that the patient was revised to address failed total hip arthroplasty due to pain. On the clinic visit report, it was mentioned that the patient has had increased pain, clicking and one episode of right hip swelling with palpable anterior hip mass within the past year. Patients old x-rays shows a total hip replacement with a calcar replacement with evidence of loosening of the femoral component and calcar reabsorption. On the operative notes, patient had abundantly thickened capsule with some metallosis on the inner walls on the capsule. There was some metallosis seen on the backside of the bearing metal. There was a small piece of black cystic area on the superior portion of the acetabulum. On (B)(6) 2016 ov notes stated that the cup is malpositioned however this was not stated in the revision. Updated the products. There are no laboratory values provided. This complaint was updated on: jun 8, 2017.

Event description:
Update may 31, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges patient experienced cracking in hip, limitation on daily activities, leg length discrepancy and uneven gait. After review of medical records for MDR reportability it was reported that the patient was revised to address failed total hip arthroplasty due to pain. On the clinic visit report, it was mentioned that the patient has had increased pain, clicking and one episode of right hip swelling with palpable anterior hip mass within the past year. Patients old x-rays shows a total hip replacement with a calcar replacement with evidence of loosening of the femoral component and calcar reabsorption. On the operative notes, patient had abundantly thickened capsule with some metallosis on the inner walls on the capsule. There was some metallosis seen on the backside of the bearing metal. There was a small piece of black cystic area on the superior portion of the acetabulum. The (B)(6) 2016 ov notes stated that the cup is malpositioned however this was not stated in the revision. Office visit notes on (B)(6) 2016 reported that the patient was experiencing trochanteric bursitis as a complication of the revision and that the patient had surgery for trochanteric bursectomy and irrigation & debridement. Updated the products. There are no laboratory values provided. This complaint was updated on: jun 8, 2017.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).